Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant battery depletion-normal; device damage found (abrasion on the device shield and a grommet missing on the device connector).